Event description:
Related manufacturer report number: 2916596-2021-05983.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported hemolysis and power changes could not conclusively be determined through this evaluation. The evaluation of the submitted log file confirmed the report of power elevations. The submitted log file contained data spanning from (B)(6) 2021 10:21:05 through (B)(6) 2021 09:42:38 am, per the timestamp. One power elevation was captured on (B)(6) 2021 at 04:23:02 am while the patient was connected to the power module. Flow reached as high as 11.0 lpm during this event. No other atypical events were captured. Prior to and after these events, the pump appeared to operate as intended. It was reported that there was a concern that the patient may have active hemolysis, elevated lactate dehydrogenase (ldh) with an episode of increased power. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 12mar2015. The heartmate ii lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient may have active hemolysis, elevated lactate dehydrogenase (ldh) with an episode of increased power. A review of the log file revealed no external power events on (B)(6) 2021 and (B)(6) 2021 caused by the power to the mobile power unit (mpu) being briefly interrupted.